Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, initially described as ¿infusion set clog,¿ with subsequent clarification that insulin was not delivered because the tubing was not tightened to the connector, leading to leakage and disconnection; the user temporarily reverted to a different pump and then resumed ilet after correcting technique, and troubleshooting and education were completed. Symptoms included feeling thirsty and generally unwell. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer interview and blood glucose questionnaire review. Investigation of this case revealed user-related connection error resulting in inadequate insulin delivery rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.